Event description:
Per the clinic, the internal magnet of the receiver/ stimulator was dislodged, subsequent to an impact to the implant site. The implanted device remains. There are plans to surgically replace the internal magnet, but it is unknown if this has occurred as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent surgery to reposition the magnet in (B)(6) 2012 (specific date not reported). The implanted device remains. This report is filed december 12, 2013.